Manufacturer narrative:
Age at time of event: 18 years or older . (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. Pre-dilation was performed using a non-bsc semi compliant balloon catheter but the balloon ruptured. The device was exchanged with a 3.00mm x12mm nc emerge® balloon catheter. However, during the first inflation at 12 atmospheres, the balloon ruptured after being inflated for 13 seconds. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with contrast in the lumen and balloon. The balloon, tip and proximal bond were microscopically inspected. Inspection revealed 2 pinholes in the balloon material, 2mm distal of the proximal marker band. Microscopic inspection found the remainder of the device free of damage. There is no indication that the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. Pre-dilation was performed using a non-bsc semi compliant balloon catheter but the balloon ruptured. The device was exchanged with a 3.00mm x12mm nc emerge® balloon catheter. However, during the first inflation at 12 atmospheres, the balloon ruptured after being inflated for 13 seconds. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.